Event description:
It was reported that a physician attempted placement of two proglide devices in a pre-closure fashion prior to a large infrarenal abdominal aortic aneurysm (aaa) procedure in a mildly calcified right common femoral artery. Reportedly, two proglide devices were deployed, one at the 10:00 position and the other at the 2:00 position. There was some mild calcification felt at this level, and the two proglide devices did not deploy correctly. Another two proglide devices were deployed, the sutures were secured with hemostats and left loose to perform the index procedure. The sutures were used after completion of the index procedure to achieve hemostasis. At this point there was no doppler signal in the right foot. A sheath was advanced up the left and selected the right iliac system over a catheter, then advanced sheath down. Selective imaging of the right initially with a catheter placed in the rcfa and ultimately with a catheter placed in the right superficial femoral artery (sfa) demonstrated a calcified irregular plaque at this level resulting in a 70-80% stenosis. This is at the area of the sheath placement on the right. To repair this, a stent was advanced and placed in the rcfa and primarily stented it. The stent was deployed and then tapped out to vessel profile with a (7x4) balloon. Imaging was obtained selectively to assure that the profunda femoral artery was not covered with the stent. Completion imaging demonstrated good results with no residual stenosis with continued patency of the sfa and the profunda femoral artery. No residual stenosis was identified. At this point, doppler signals were noted in the right foot. Protamine was administered for reversal of heparin.

Event description:
Subsequent to the initial medwatch report additional information received indicates: patient developed loss of doppler signal in the right foot at completion of procedure attributable to pre-existing stenosis in the right common femoral artery (rcfa). The rcfa was repaired with stent placement and did not require additional surgery. Loss of doppler signal did not appear to result in severe acute ischemia. Normal perfusion was re-established with stent placement. The stenosis at the rcfa was most likely a localized area, with no thrombus present and present prior to the procedure. The right access site was calcified, computed tomography (CT) femoral scan showed 45 percent posterior calcification of the rcfa. The report indicates the physician considers the closure device possibly related to the adverse event. Application of floseal and dermabond are considered routine in all endovascular aaa repair procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The return of the device may have assisted in the investigation of the reported event. The report of loss of doppler signal after vessel closure, can be influenced by numerous factors that include, but are not limited to: manufacturing, patient anatomical conditions and user technique. During manufacturing and at final inspection, all devices undergo a variety of sheath, cuff, link, suture and needle-related inspections, including, but not limited to, sheath measurement, needle alignment, suture forming, link forming, cuff tab bending and foot deployment inspections. In addition, a sample of devices from each lot is functionally deployed and destructively tested as part of lot release testing. Reportedly, the pre-procedure computed tomography (CT) scan of the femoral arteries showed a 45 percent posterior calcification of the right common femoral artery and after deployment selective imaging demonstrated 70-80 percent stenosis in the area of the sheath placement. The device instructions for use (IFU) indicate under special patient population: the safety and effectiveness of the perclose proglide device have not been established in patients with femoral artery calcium which is fluoroscopically visible at access site. Regarding user technique, sheath-related issues such as, sheath kinking could be caused by the operator aggressively advancing the device. Other deployment problems could be caused by several factors, including, but not limited to failure to position and maintain the device at a 45 degree angle throughout deployment, retraction of plunger/suture, changing the angle, rotating or rocking the device, not depressing the plunger to contact the body are some of the factors that could influence the correct deployment of the device. However, there was no information regarding user technique reported. It should be noted that the device IFU does not contain instructions for deploying two devices, as in this case it was indicated that one proglide device was deployed at the 10:00 position and the other proglide at the 2:00 position. Based on the reported information and the manufacturing inspection criteria, a definitive cause of the reported loss of doppler signal and associated patient effects could not be determined. However, the pre-existing stenosis and posterior calcification of the rcfa may have played a role in the reported event. There does not appear to be any indication of a product quality deficiency. A review of the device lot history record and a query of the complaint handling database could not be performed because the lot number was not reported and the device was not available for analysis.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. A small amount of floseal was applied in the subcutaneous tissue for additional hemostasis. Gentle pressure was held and the percutaneous sites were glued with dermabond glue. Doppler signals at the completion of the procedure were baseline in both feet. There was no adverse patient sequelae. The physician is reportedly trained in the use of the proglide device. The patient is part of the endologix pevar clinical trial. A 6fr sheath was used during closure device placement. Though requested, no additional information was provided. Sheath: 6 fr., 12 fr. Other: preoperative antibiotic; heparin; endologix device 25x25x100 bls; protamine. The customer reported the device was discarded. The lot number was not provided. A follow up report will be submitted with all additional relevant information. The other perclose proglide devices are being filed under separate medwatch MFR numbers.